Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specification. A review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, does not attach/detach), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation conclusion: no samples or photos were returned for analysis. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported that the bd micro-fine¿ pen needle was difficult to remove from the pen after use. The following information was provided by the initial reporter: "customer switched from 8mm novo pen needles to 5mm bd pen needles for insulin injection on advice of hcp. Has found the bd pen needles difficult to remove from the insulin pen. Specifically, if the cover is pushed all the way onto the pen needle, then the customer says twisting the cover will not result in the pen needle unscrewing from the pen. Instead, the cover must be pushed only halfway onto the pen."